Event description:
It was reported that the customer's insulin pump had a crack on the battery compartment. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, broken belt clip slot, and bleeding lcd glass.